Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates and passed the self test. The pump functioned properly. No blank display or display anomaly noted. The pump functioned properly during the unexpected restart test. No alarms noted during testing. All operating currents were within the specification, and no unexpected low battery or off no power alarms were noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was changing out the infusion set and reservoir when the screen went blank and the insulin pump reset itself. Customer's blood glucose was 220 mg/dl at the time of the incident. Customer had an external ram crc error and unexpected restart alarm in the alarm history. Customer stated that the pump was not stored or not in use for an extended period of time. It was explained that the pump experienced an unexpected restart. Troubleshooting was performed and customer was assisted with programming the time/date. Customer refused to complete troubleshooting and demanded a new pump.